Event description:
Reports 2 false positive results confirmed with pcr. Unknown if patient was symptomatic or asymptomatic. No apparent adverse event. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.